Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 90 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on the late evening of (B)(6) 2018, the patient complained of a headache and eye pain. A stat CT revealed an acute subarachnoid hemorrhage in the right frontal lobe and age-indeterminate lacunar type infarct in the right hemi pons. As of (B)(6) 2018, the patient was stable and no major deficits observed. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains implanted supporting the patient. A direct correlation between the device and the reported event could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.